Event description:
It was reported that the numbers on the insulin pump were ramping on its own. It was stated that the buttons became stuck when the customer was bolusing. The battery was changed and then the insulin pump alarmed battery error. It was stated that the mother attempted to insert a new battery and the insulin pump displayed the version number. Explained that the buttons are unresponsive and the screen is frozen. Advised to have the customer discontinue using the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not ther device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.